Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing high blood glucose of 528 mg/dl. Customer's symptoms included polydipsia and polyuria. She treated with a syringe. The customer stated she had not gotten the insulin pump to resume. There had been a no delivery alarm. The infusion set cannula was found to be straight when she removed it from her body. The call was discontinued and the customer did not answer upon call back.